Event description:
It was reported that the device system was explanted due to infection. Specific pt symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).